Event description:
During the procedure the separator got stuck in the catheter and could not be retrieved. The physician had to pull out the system and use another 032 reperfusion catheter and separator.

Manufacturer narrative:
Technical evaluation: the catheter has a 120 degree bend where the strain relief transitions to the spiral cut. This appears to be post use handling damage. At 43 cm from the distal tip, there is the start of a series of kinks (42.5, 38.5 and 37.0cm) that appear to be compression caused. There is a single axis bend at the flexible region transition (28.6 cm) and a flat spot 16.6 to 16.8 cm from the distal tip. The incident is confirmed as reported though the cause appears to be the catheter and not the separator. It is unclear based on the incident report if the separator had ever gotten to the distal tip or not. If it had and was being withdrawn, the kinks noted would certainly block the passage of the teardrop structure. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009.